Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was reported that zimmer air dermatome did not do what it was supposed to do. Left pedicled latissimus myocutaneous flap for coverage of left posterior should wound and split thickness skin graft from left thigh to left posterior shoulder wound (130 cm square). No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event was recorded with zimmer biomet under (B)(4). This event was reported a serious injury as an error due to mis-assessment. This medwatch has been corrected to be filed as a product problem.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). It was reported that the device did not do what it was supposed to. The left pedicle latissimus myocutaneous flap coverage of left posterior should wound and split thickness skin graft from left thigh to left posterior should wound (130 cm square). It was clarified that the issue occurred on december 10, 2017. The event was not identified after a recent repair or purchase. There was no medical intervention or additional surgical procedure required. An additional graft was not required. The customer did not return an air dermatome device, serial number unknown, for evaluation. The device history record (DHR) review was not performed since the serial and lot number are both unknown. It is unknown if zimmer biomet surgical has previously repaired/evaluated the air dermatome since the serial and lot numbers are unknown. Product review of the air dermatome by zimmer biomet surgical was not performed since the device was not returned for evaluation. Repair of the air dermatome was not performed by zimmer biomet surgical since the device was not returned for the repair process. The reported event ¿the device did not do what it was supposed to. The left pedicle latissimus myocutaneous flap coverage of left posterior should wound and split thickness skin graft from left thigh to left posterior should wound (130 cm square)¿ was non-verifiable since the device was not returned for evaluation. The root cause of the device not operating as it supposed to cannot be specifically determined with the provided information since the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.